Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change in the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the exg showed that the device exhibited loss of capture with no indication of relief pacing, and only the pacing spikes in unipolar mode can be seen. The device remained implanted.